Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. "They reported they have been fighting an infection for about a year". No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). Patient medical history includes implant of a targeted drug device for non-malignant pain, failed back surgery syndrome, and non-malignant pain. It was reported that the patient got an infection that moved around the implantable neurostimulator (ins). It was confirmed to be a staph infection. The ins was removed and then re-implanted on the opposite side of the patient's body. This event occurred in 2017. No further complications were reported.